Event description:
A home patient's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 3/4 of his automated peritoneal dialysis therapy. Reportedly, the home patient disconnected and forgot to press stop, the homechoice machine alarmed, and then the home patient reconnected. Baxter's technical service center assisted the home patient in ending the therapy early. The home patient discontinued therapy for the evening. No patient injury or medical intervention was associated with this incident per the home patient.

Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patient in addition to referring them to the patient at home guide.